Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the liberty cycler set. The patient¿s spouse originally reported the patient becoming disconnected during treatment, but the pdrn reported the patient¿s peritonitis was caused by unclean shower heads and using incorrect cleaning products. This is supported by the culture results of klebsiella pneumoniae and citrobacter freundii. K. Pneumoniae can be found in soil and water with citrobacter species being found in soil, sewage, sludge, water, food, and the intestinal tract of humans. Based on the available information and no evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The spouse of this peritoneal dialysis (pd) patient reported they were diagnosed with peritonitis. The spouse stated that the patient line is too short, and the patient has to extend the line as much as possible to reach the bathroom. The spouse reported that the line disconnected on one occasion. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient¿s spouse called the clinic on (B)(6) 2024 to report the patient had abdominal pain and cloudy pd fluid. The patient was seen in the clinic on that day. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime (dose, frequency, and duration not provided). The culture resulted positive for klebsiella pneumoniae and citrobacter freundii. The white cell count was 429. The patient¿s antibiotics were adjusted, and the vancomycin was discontinued. The ceftazidime was to be continued through (B)(6) 2024. The patient had a repeat cell count taken on (B)(6) 2024 which resulted with 95. The pdrn stated that the patient¿s spouse never reported the lines becoming disconnected during treatment while attempting to reach the bathroom. The pdrn stated the cause of the peritonitis event was unclean shower heads and not using the correct cleaning products. The patient is continuing to recover and has been reeducated on the importance of proper cleaning.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The spouse of this peritoneal dialysis (pd) patient reported they were diagnosed with peritonitis. The spouse stated that the patient line is too short, and the patient has to extend the line as much as possible to reach the bathroom. The spouse reported that the line disconnected on one occasion. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient¿s spouse called the clinic on 28/oct/2024 to report the patient had abdominal pain and cloudy pd fluid. The patient was seen in the clinic on that day. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime (dose, frequency, and duration not provided). The culture resulted positive for klebsiella pneumoniae and citrobacter freundii. The white cell count was 429. The patient¿s antibiotics were adjusted, and the vancomycin was discontinued. The ceftazidime was to be continued through 10/nov/2024. The patient had a repeat cell count taken on 30/oct/2024 which resulted with 95. The pdrn stated that the patient¿s spouse never reported the lines becoming disconnected during treatment while attempting to reach the bathroom. The pdrn stated the cause of the peritonitis event was unclean shower heads and not using the correct cleaning products. The patient is continuing to recover and has been reeducated on the importance of proper cleaning.